Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient presented with inappropriate shock on their implantable cardioverter defibrillator (ICD). No changes were reported. There were no patient consequences.